Event description:
The facility reported that the scissor blade broke. There was no indication of impact to the pt.

Manufacturer narrative:
The facility reported the scissor blade broke but has not returned the device for evaluation. At the time of this report no further information was available